Event description:
The customer reported that the alarm has no power. There was no patient injury reported. Evaluation of product by posey shows that the alarm does power on but has broken tones.

Manufacturer narrative:
(B) (4) - evaluation of the returned product shows that the alarm does power on but the tones are broken. The case is cracked and the battery door is broken off. The unit is very old. (B) (4).